Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 error 600.6835. Account name: (B)(6) health center. Account #: (B)(6). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g/n. (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: biomed has an 8015 unit giving her a 600.6835 error after flashing the unit. (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I let biomed know that anytime an 8015 is flashed, the network config is wiped from the unit and would give a 600.6835 error. Walked her through and transferred the network config using asm. Error went away. Biomed ended call.